Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was chosen for implant using an unknown size amplatzer torqvue delivery system. During procedure, it was noted that the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 24mm amplatzer septal occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. Two images were received from the field appearing to show the device presenting cobra deformation. However, it could not be confirmed as there was no cobra shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not conclusively be determined.